Event description:
It was reported that the patient had never been able to void. The patient had contacted the healthcare provider about 2-3 weeks ago. The patient was trying to change program on programmer to see if it would help her voiding. Sometimes the patient voided a little and have catheter at 400.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v875335, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient. (B)(4).